Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies to the pump. The customer reported a current blood glucose (bg) level of 362 mg/dl and insulin injections were used to address the bg level. Tandem customer technical support (cts) was unable to troubleshoot for the past occlusion alarms, but for the current occlusion, cts had the customer perform a system check. The current occlusion was found to be within the cartridge.